Event description:
It was reported that during an a-fib procedure, the catheter did not display the electrograms properly. The case was completed without any patient consequence by changing the catheter. Upon receipt of the device, on (B)(4) 2012 (which changed the alert date), it was found that the catheter had the dome and ring # 2 section nearly detached from the catheter tip. This information made this event reportable.

Manufacturer narrative:
Investigation is still in progress. A supplemental report on the device evaluation will be submitted once it is completed. (B)(4).

Manufacturer narrative:
(B)(4). Upon receipt, the catheter was visually inspected and it was found that the peek housing under electrode #2 was broken. The customer did not notice the damaged, which suggests that the broken peek housing might occurred after the procedure. An investigation was conducted to determine if similar cases were registered with the same lot number or different lot numbers but no other case has been detected. Then per the event, the catheter was electrically tested and it failed since electrode # 2 did not show resistance reading. During a further investigation was noticed that the wire from ring 2 was broken causing the improper "displayment" of the electrograms. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. In addition, all the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent this type of damage/defect from leaving the facility. The customer complaint has been verified.